Manufacturer narrative:
We understood that in june 25, annual service maintenance was carried out and the slt energies were too low. The service technician did a calibration and afterwards they were measured to be ok. Then later in august 25, the user facility was audited by an external organization that checks security of devices and found the reported slt issue. The hospital notified our representative in france and stopped using the device. The device was verified by the company representative and confirmed the fault observed by the external organisation. A loan unit is arranged until the device is investigated for the cause of the issue. However no injuries were reported and the users did not complain of high energy during this period. This is a follow up report, the updates are as below: the root cause of the excess energy in slt mode was due to a mis-calibration that occurred during the last servicing /maintenance activity in june 2025, attributed to the poor positioning of the measuring instrument by the service technician, because of which the slt energy output measured was low, resulting in the mis-calibration. -this incident was confirmed to be an isolated one, the unit has been in use for 10 years with no such incidents reported, nor were such issues reported for any other units in the field. 5 representative units calibrated by the technician, were verified and found to be correct. The conformity of the energy meter was also confirmed to be accurate. A refresher training was organised for the technician for testing of yag /slt systems. The impacted unit post correction was re-installed in the facility. The adverse event codes for investigation findings and investigation conclusion have been updated in section h6.

Event description:
Received a complaint for a tango unit (installed in 2015) in france, that the energy delivered in slt mode exceeded the +20% threshold, no patients involved.

Manufacturer narrative:
We understood that in june 25, annual service maintenance was carried out and the slt energies were too low. The service technician did a calibration and afterwards they were measured to be ok. Then later in august 25, the user facility was audited by an external organization that checks security of devices and found the reported slt issue. The hospital notified our representative in france and stopped using the device. The device was verified by the company representative and confirmed the fault observed by the external organisation. A loan unit is arranged until the device is investigated for the cause of the issue. However no injuries were reported and the users did not complain of high energy during this period.

Event description:
Received a complaint for a tango unit (installed in 2015) in france, that the energy delivered in slt mode exceeded the +20% threshold, no patients involved.